Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 54mg/dl at the time of the incident. The customer was able to get their reading as high as 62 mg/dl. The customer used carbs to treat. The customer was not wearing the insulin pump during the incident within less than 48 hours. Troubleshooting was completed and the nurse believes that the pump was over delivering. The customer completed a set change on monday evening and woke up tuesday morning and the pump had given all but 20 units. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test. The insulin pump delivered properly all bolus programmed during testing. The insulin pump was monitored for 2 days and no unexpected delivery of bolus anomaly noted. The insulin pump was received with cracked case at the display window corners, display window, reservoir tube, reservoir tube lip, battery tube threads and belt clip slot. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.